Event description:
Lap cholecystectomy - "during the removal of the handle of the bag, the suture got stuck. At the same time there was a 'click' sound. The green guide bead got loose and fell into the abdomen. The surgeon could find it and he retrieve it. No patient injury occurred." Patient status: "well."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.